Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that acute stent thrombosis occurred after placement of a xience v stent, post procedure, in the proximal rca to treat restenosis of another company's two previously placed bare metal stents. The pt developed retrosternal chest pain, radiating to back with hypotension and dyspnea post procedure, and experienced a non q-wave mi. Treatment performed was diagnostic coronary angiography, percutaneous coronary intervention and medication. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident angina, hypotension, thrombosis, and myocardial infarction, as listed in the xience IFU, are known risks associated with coronary stenting. There was no report of a device malfunction and the procedure was completed successfully. It is likely that the dyspnea, hypotension, angina and myocardial infarction are secondary effects of the thrombosis which resulted in pci medication and hospitalization of the pt. A conclusive root cause for the reported pt effects, and the relationship to the device, cannot be determined.